Manufacturer narrative:
The investigation analysis at manufacturer came to a conclusion that there was no functional issues found. A visual inspection of the blender assembly p# 03920a s/n (B)(4) did not show any signs of physical damage. The fio2 accuracy was then measured at 21%, 30%, 60%, 90%, and 100% and measured within specification. No further actions are needed at this time.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported loud leak is heard from the bleed port on the microblender. The customer confirmed that there was no patient involvement that was associated with the reported event.